Event description:
A 54 year old, whitle, lady came to surgery on october 10, 1992 for an abdominal hysterectomy and bilateral salpingectomy. She underwent an uneventful general endotracheal anesthetic of four hours and two minutes duration. About twenty minutes after induction of anesthesia, the bair hugger upper body blanket was applied to her upper torso and upper extremities. The clear plastic drape which is supplied with the bair hugger was applied to the neck and head according to the instructions. Two hours and five minutes after the warming unit was truned on, a small area on the forehead, about the size of a nickel, was noted to be pale in comparison to facial color. Upon further inspection, it was observed that there was a circular blister at the site where the plastic drape was in contact with the face. The drape was removed immediately. The unit appeared to be functioning properly and we continued to use the bair hugger heating unit throughout the proecdure.silvadene cream 1% was applied to the lesion initially and she was followed by visit, and by a phone call subsequent to her discharge. An appointment was made for her to see a plastic surgeon at our expense, but the appointment was cancelled by her when the scab came off with no residual scardevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: design. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.